Event description:
Philips received a complaint on the heartstart mrx device indicating that the device will not turn off. There was no patient involvement.

Manufacturer narrative:
The fse evaluated the device. The fse confirmed the device could not be turned on or off. The fse disconnected the power supply and then reconnected it. The device was now able to be powered on ¿ off. There were no errors in the device logs. A software update to the same version f.03.07 was performed to debug possible software problems and it was verified that the problem did not reoccur. The device passed all testing and was put back into service.